Event description:
In 2003, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Post operative notes stated the endografts were successfully implanted in the absence of endoleak. A CT taken in 2007 revealed both endografts lying at the bottom of the aneurysm sac. Due to current pt anatomy ad co-morbidities, both endovascular and surgical interventions are not viable options. The cause of the event is unk.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Please note: pcc141400/lot was also used in this procedure.